Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2010) is considered to be a best estimate. This MDR represents the composix e/x mesh (device 1). Additional supplemental emdr was submitted to represent the ventralex st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2011 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of composix e/x mesh (device 1). Per op notes, ¿the hernia sac was identified in abdominal region. A composix e/x mesh was placed on the intraperitoneal surface of the fascia and sutured¿. On (B)(6) 2019- patient was diagnosed with ventral incisional hernia repair with mesh. On (B)(6) 2019 - patient was diagnosed with ventral incisional hernia, epigastric hernia, thereby underwent open repair with implant of ventralex st mesh (device 2). Per op notes, ¿the previous scar was excised. The hernia defect was repaired by placing a ventralex st mesh (device 2) and sutured¿.